Event description:
Boston scientific crm received info that this right ventricular lead was exhibiting elevated threshold measurements and microdislodgement was suspected. It was discovered that this lead had perforated this patient's apex which resulted in a left pleural effusion. The patient was taken back to surgery on (B)(6) 2010, and the pleural cavity was drained and this lead was cut and surgically abandoned. The following day, the device had been programmed to aai. The patient was then transferred back to the intensive care unit (ICU) where she passed away due to hypotension. It was noted that this patient was not pacemaker dependent and the indication for implant was sick sinus syndrome. The lead was not returned for testing, therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.